Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard g2 filter was tilted in the ivc, can be confirmed. Based on the images provided, five filter limbs were perforating the ivc wall, can be confirmed. Conclusion: the device was not returned. Images were provided and reviewed. Based on the images, the investigation can be confirmed for a tilted filter and perforation of the ivc wall. The investigation however was inconclusive for difficulties removing the filter as no evidence was provided within the reviewed images of a retrieval attempt. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three weeks post deployment of a vena cava filter, during a scheduled retrieval, the filter was allegedly embedded and difficult to remove. The scheduled retrieval was unsuccessful and the health care provider (hcp) stated that the risk to retrieve the filter outweighed the benefit; therefore, the filter was left in place. Approximately five years and eight months post retrieval attempt, the hcp reviewed images which demonstrated the filter as tilted. A decision to remove or not remove the filter is under review. There was no reported patient injury.

Manufacturer narrative:
No device or no medical records were provided to the manufacturer. Images was provided and are currently under review. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three weeks post deployment of a vena cava filter, during a scheduled retrieval, the filter was allegedly embedded and difficult to remove. The scheduled retrieval was unsuccessful and the health care provider (hcp) stated that the risk to retrieve the filter outweighed the benefit; therefore, the filter was left in place. Approximately five years and eight months post retrieval attempt, the hcp reviewed images which demonstrated the filter as tilted. A decision to remove or not remove the filter is under review. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, the device history records were not reviewed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, a bard g2 filter was tilted in the ivc, can be confirmed. Based on the images provided, five filter limbs were perforating the ivc wall, can be confirmed. Conclusion: the device was not returned. Images were provided and reviewed. Based on the images, the investigation can be confirmed for a tilted filter and perforation of the ivc wall. The investigation however was inconclusive for difficulties removing the filter as no evidence was provided within the reviewed images of a retrieval attempt. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately three weeks post deployment of a vena cava filter, during a scheduled retrieval, the filter was allegedly embedded and difficult to remove. The scheduled retrieval was unsuccessful and the health care provider (hcp) stated that the risk to retrieve the filter outweighed the benefit; therefore, the filter was left in place. Approximately five years and eight months post retrieval attempt, the hcp reviewed images which demonstrated the filter as tilted. A decision to remove or not remove the filter is under review. There was no reported patient injury.